Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety core. The field representative believes the patient was symptomatic as there was a recorded pause of seven seconds when checking the crt-p. The patient was also lightheaded, dizzy and probably experienced a syncope. The patient was admitted to the hospital floor. At this point the crt-p has been explanted at a surgical intervention and a new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety core. The field representative believes the patient was symptomatic as there was a recorded pause of seven seconds when checking the crt-p. The patient was also lightheaded, dizzy and probably experienced a syncope. The patient was admitted to the hospital floor. At this point the crt-p has been explanted at a surgical intervention with a premature battery depletion (pbd) allegation. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Normal current drains were noted. The cause of the safety mode could not be established. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety core. The field representative believes the patient was symptomatic as there was a recorded pause of seven seconds when checking the crt-p. The patient was also lightheaded, dizzy and probably experienced a syncope. The patient was admitted to the hospital floor. At this point the crt-p has been explanted at a surgical intervention with a premature battery depletion (pbd) allegation. A new device was implanted at the same surgical intervention. No additional adverse patient effects were reported.